Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. In addition, the patient did not touch/pick the wound or engage in physical activity. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the painful, red spot is likely due to a stitch not dissolving. However, the cause of the stitch not dissolving is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported a painful, red spot where the pocket incision is located. The clinician reported the patient had a small access at a stitch that did not dissolve, clipped the stitch, cleaned the wound and covered it with a steri strip. No infection was reported, however, antibiotics were prescribed and no further issues have been reported.